Manufacturer narrative:
Corrected e2 and e3. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event was a faulty patient board. The root cause of why the patient board failed could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was completed using a different olympus, model cv-190. There was no delay in procedure in which the subject device was used.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Event description:
A user facility reported to olympus that no image was obtained when using endoscopes with the olympus, model cv-190, evis exera iii video system center. The problem, as reported to olympus, was first identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation confirmed the reported problem. No image was present when the returned device was tested with olympus, model series 180 scopes; the cause was isolated to the patient board. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.